Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The proximal end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the cut wire broke. No portion of the cut wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown. However, the patient is (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy(est) procedure. According to the complainant, during the procedure, the cut wire broke. No portion of the cut wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.